Event description:
The manufacturer received information on (B)(6) 2025 regarding a patient death that occurred on (B)(6) 2025 while the patient was on ventilation therapy using a trilogy 202 ventilator. The reporter stated the customer would like to know if the trilogy 202 ventilator alarmed for apnea during use since the patient died while receiving ventilation therapy. The reporter stated they are not sure if the ventilator alarmed or not. It was reported the patient was on the ventilator and had been for a number of days with no issues. The reporter indicated the error logs had been reviewed but provided no additional information regarding the findings of that review. The reporter indicated they were unaware of any other devices used at the time of the event other than the trilogy 202 ventilator. Medical attention was reportedly sought as a direct result of the issue, but those details have not been provided.

Manufacturer narrative:
MDR report 2518422-2025-103669 is a duplicate of MDR report 2518422-2025-103169. MDR report 2518422-2025-103669 was filed for the same issue reported on MDR report 2518422-2025-103169. 2518422-2025-103669 b5: the manufacturer received information on 03/14/2025 regarding a patient death that occurred on 03/08/2025 while the patient was on ventilation therapy using a trilogy 202 ventilator. The reporter stated the customer would like to know if the trilogy 202 ventilator alarmed for apnea during use since the patient died while receiving ventilation therapy. The reporter stated they are not sure if the ventilator alarmed or not. It was reported the patient was on the ventilator and had been for a number of days with no issues. The reporter indicated the error logs had been reviewed but provided no additional information regarding the findings of that review. The reporter indicated they were unaware of any other devices used at the time of the event other than the trilogy 202 ventilator. Medical attention was reportedly sought as a direct result of the issue, but those details have not been provided.